Event description:
Boston scientific received information that this device exhibited a spike in right atrial pace impedance. Impedance was greater than 2,000 ohms for three readings and was now approximately 400 ohms. There was no evidence of noise or stored episodes. The patient was brought into the clinic for troubleshooting. They were unable to recreate high impedance or noise via isometrics and pocket manipulation. The physician will continue to monitor this situation. No adverse patient effects have been reported. All available information indicates that the device remains in service.

Event description:
Additional information was received that a lead fracture has not been confirmed or refuted, although it is highly suspected that the lead has fractured. There have been no adverse patient effects as a result of the observation. Since atrial pacing is not critical for this patient, the following physician is going to continue to monitor the lead. All available information indicates that the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information that indicates that the device was explanted for an unrelated product performance issue. The device was returned.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
It was later reported that there continued to be out of range impedance measurements. The caller reviewed data in latitude and inquired why there were some data points on the plots for greater than 2,000 ohms and some gaps. Technical services discussed that there are two types of greater than 2,000 ohms readings. The first type is when the device records a valid measurement, but the measurement is greater than 2000 ohms. The second type is when the device fails to record a valid measurement and thus, there is no measurement plotted and a gap is seen. It was also reported that there was intermittent loss of capture on the ra channel. A lead fracture was suspected but this has not been confirmed. All available information indicates that the device remains in service.